Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer was taking a very long time to start. Once the programmer would boot, it would "crash" periodically. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis was unable to confirm the customer comment that it was taking a long time to boot up and that once it did boot it would "crash" periodically. Analysis did find a noisy system fan and power supply fan. The programmer passed all console tests. Product ID 2067 radio frequency programmer head. (B)(4).

Event description:
It was reported the programmer was taking a very long time to start. Once the programmer would boot, it would "crash" periodically.the programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.